Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during a laparoscopic gyn procedure, the active blade fell off. The tip was removed from the patient, however will not be returned with the device as it has now gone missing. A new shear was opened and used for the remainder of the case. No patient consequence reported.